Manufacturer narrative:
(B)(4). Batch # l52892. The analysis results showed that the tx60g device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a pneumonectomy procedure the device was fired and did not deploy the staples. The retaining pin would not pull back to release the reload. The doctor used the device as a straight edge to cut the bronchus to remove the lung and complete the procedure with no patient consequences reported.